Manufacturer narrative:
. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. The report reiterated that the surgeon believes the cause of the capsular bag tear was due to loss of ophthalmic viscosurgical device (ovd) in the right operative eye (od) as a result of posterior pressure on the wound during stent deployment and a vertical rotation of the intraocular lens (iol). Reportedly, the patient underwent an additional procedure to reposition the haptic of the sulcus iol. The report noted that the patient is "well" with the event resolved.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Capsular bag tear is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Capsular bag tear is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted that surgical technique contributed to the event. MFR# reference: (B)(4)

Event description:
It was reported that during the implantation of a stent from a trabecular microbypass stent system, the surgeon inadvertently applied excessive downward pressure, resulting in a capsular bag rupture. Per report, an anterior vitrectomy and subsequent placement of a sulcus intraocular lens (iol) were required. The report noted that the patient is "recovering well" with the sulcus fixated iol, the anterior capsule and rhexis intact, and one (1) stent implanted. Additional information has been requested.